Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was noted that the thread of the va-lcp 2-column distal radius plate is damaged. Reportedly, the first and second line at the radius side of the plate, the screw penetrated the plate without any resistance. The doctor drilled with fixed angle mode without using the guiding block. The doctor inserted the screw with the torque limiter with driver. Due to colles fracture, the plate was fixed with three distal screws. The screw which penetrated the plate were kept indwelling.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.